Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2013, the user reported that several interrogation attempts failed with several sorin ovatio icds. When the 1st ICD was interrogated, an error message was displayed on the programmer screen. Then a sorin reply pacemaker could be successfully interrogated with this programmer. Later on, a 2nd ovatio ICD was interrogated, but the same error message was displayed. The above mentioned ovatio icds have been successfully interrogated later using another programmer, as reported. The subsidiary attempted to interrogate a demo device (ovatio ICD) with the allegedly faulty programmer, with no success.